Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by dalimonte rueb stoller llp occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: aorta perforation, anxiety. Worry, fear, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation. Unknown if the reported anxiety, worry, fear, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant (B)(6) 2009 via the left femoral vein due to trauma. The patient alleges complex removal procedure and perforation abutting adjacent structures. The patient further alleges anxiety, worry, fear, and limited activities. Percutaneous (complex) filter removal on (B)(6) 2021 due to abdominal pain. 16 april 2019, per a report from computed tomography; ¿caval perforation: yes. Grade 4 perforation of the 3 o¿clock strut into the aorta. Grade 3 perforation of 7 o¿clock strut to abut l3 vertebral body and 7 o¿clock strut to abut anterior right psoas muscle. Grade 2 perforations of the 1 o¿clock strut 1.07 cm and the 10 o¿clock strut 0.75 cm. Multiple grade 1 perforations. Tilt: no substantial tilt. Apex of filter does not touch wall of ivc.¿ 08 june 2021, per a report from retrieval report (successful); ¿successful retrieval of inferior vena cava filter.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, h6. Investigation: the following allegations have been investigated: vena cava perforation, complex retrieval, abdominal pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges multiple struts of the inferior vena cava (ivc) filter perforated the ivc, one strut perforated l3 vertebral body, another strut abutted her aorta, and another strut further abutted the anterior right psoas muscle. The patient further alleges abdominal pain and complex filter removal surgery.